Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 90% stenosed target lesion was located at moderately tortuous and severely calcified left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was reported that a balloon rupture occurred it was inflated at the lesion. The procedure was completed with a non-bsc device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 05:12 pm CT.the report number is being corrected from: 2134265-2018-64186to: 2134265-2018-62963.

Event description:
It was reported that a balloon rupture occurred. A 90% stenosed target lesion was located at moderately tortous and severely calcified left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was reported that a balloon rupture occurred it was inflated at the lesion. The procedure was completed with a non bsc device. There were no patient complications reported. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a longitudinal tear on the balloon material beginning at the distal markerband and extending proximally across the balloon material for approximately 8mm. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified multiple kinks on the hypotube of the device. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis.